Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed insulin flow blocked during basal/bolus/fill tubing. Customer's blood glucose reading was 551 mg/dl. Customer reported that the event was resolved by changing the infusion set. Upon completing troubleshooting, the customer was advised that the recurring insulin flow blocked alarms may be due to site/infusion set occlusion. Product is not expected to return.